Manufacturer narrative:
The lead was returned with no complaint report event. As received, a complete lead was returned in one piece for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 42.2 - 42.6, 46.1 - 46.4, and 47.0 ¿ 47.5 cm from the connector pin. The abrasion was consistent with friction to the device can or feature of the heart.

Event description:
This report is to advise of an event observed during analysis. Premature battery depletion was found due to lithium cluster formation.